Event description:
Company representative communicated through email that the customer reported via phone call he woke up with low blood glucose of 42 mg/dl. Customer stated that it led to a strong headache and he ended up in the emergency room for 4 hours. Customer stated, he has had issues with high and low blood glucose. Customer stated that the infusion sets are bending affecting the insulin delivery. Customer woke up the morning of the call with blood glucose level of 255 mg/dl. Customer declined troubleshooting. Customer was advised that an email would be sent to a diabetes clinical manager to get in contact with him.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.